Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is very hot and the battery is no longer holding a charge.

Manufacturer narrative:
Additional investigation was performed, and this device was not considered to be a thermal runaway as thermal runaway causes extreme heat and is irreversible, and it would cause the pdm to no longer function.